Event description:
It was reported to medtronic minimed that the customer¿s insulin pump serial number label was damaged and received pump error 40-motor safety circuit failed test. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. It was unknown whether the customer was able to clear the alarm or not. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Flashing logo appeared upon booting up device. Unable to confirm critical pump error 40 alarm due to flashing logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to flashing logo. Unable to download history files and traces due to flashing logo. The pump was cut open to perform visual inspection and found moisture damage on the force sensor and electronic assembly which caused the flashing logo. The following were noted during visual inspection: scratched case, scratched keypad overlay, cracked keypad overlay, pillowing keypad overlay and missing end cap address label cosmetic damage to the end cap address label (not the serial number label) was confirmed during analysis. Unable to confirm pump error 40 due to flashing logo. Pump received with flashing logo due to moisture damage on the force sensor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.